Event description:
In 2008, the patient reported that 2-3 days ago she filled an insulin cartridge and noticed a black spot in the cartridge. She stated that she did not notice the spot prior to filling the insulin cartridge and saw it while she was attempting to remove an air bubble. She emptied the insulin cartridge and stated that the black spot did not move. She did not use the insulin cartridge or insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.